Manufacturer narrative:
Device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the canada. On 21-mar-2024 and 26-mar-2024, the patient reported that he faced a bent cannula. Therefore, they replaced infusion set and resumed insulin successfully. Customer's bg at time issue was noticed between 14-15mmol/l unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available